Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, during extracorporeal transection of the bowel, the surgeon stated that there was no problem with the handle but the second reload used could not be fired. Surgeon replaced the reload with a new one. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged with no knife blade damage. The sulu was reset and loaded into the returned device. The device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur due to improper loading of the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.